Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 12x2.50mm, 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.50x16mm promus element ¿ drug-eluting stent was advanced. However during deployment, the proximal end of the lesion was noted to be dissected. The device was removed and another stent was used to treat the dissection and the procedure was completed. No further complications were reported and the patient's status was safe and stable.